Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04feb2021.

Event description:
The customer called into technical support (ts) reporting that the device logged a message of post back up alarm failed. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer performed remote alarm testing and found that the resistance was out of specification. The rse advised the customer to replace the cpu (central processing unit ) board. The customer replaced the cpu pcba to resolve reported issue. Performed the performance verification test and passed. The device was returned to service.